Event description:
It was reported that during a lead replacement procedure, the physician was unable to insert the torque wrench into the set screw. The device was explanted and replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported set screw anomaly was confirmed in the laboratory. The df4 set screw was noted to be backed out from the set screw threads during testing. After it was placed back into the threads, a torque driver was able to engage the df4 set screw and secure a lead normally. No anomaly was noted.